Event description:
It was reported that the insulin pump is broken between the reservoir and the battery compartment. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with all button responding properly. No button error alarm was observed during testing. However, moisture damage was found on keypad traces. Cracks tothe case, reservoir tube lip, lcd display, a missing end cap sticker and peeling address/serial lable also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).